Event description:
It was reported that an implant body migrated through the pt's skin was observed. During a revision surgery performed on (B)(6) 2013, it was noted by the surgeon that the implant had moved a little bit, although it was fixated with sutures. A new implant bed was drilled and the device was fixed with permanent sutures. An x-ray, performed after the revision surgery, showed that the active electrode was out of the cochlea. Another revision surgery was performed on (B)(6) 2013, intended to reinsert the active electrode, but this was not possible. Hence, the pt was re-implanted with a new device during the same procedure.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.